Event description:
An out of box failure was reported; issue was discovered during a repair and the new replacement part was found defective with a bent threaded mounting point for the display. No patient involvement.

Event description:
The previous report was filed in error.

Manufacturer narrative:
The previous report was filed in error as the device's malfunction would not likely to cause or contribute to a death or serious injury, if the malfunction were to recur.